Event description:
When firing the capio device the bullet portion was retained in the capio suture capture device. Team noted bullet missing and x-ray taken to try and locate bullet before it was found in the instrument. Surgeon was informed and participated in the process. Incorrect count report completed.

Event description:
When firing the capio device the bullet portion was retained in the capio suture capture device. Team noted bullet missing and x-ray taken to try and locate bullet before it was found in the instrument. Surgeon was informed and participated in the process. Incorrect count report completed.